Event description:
Dealer called stating that the left side brake on the 65350gr rollator is allegedly not catching. Replacement on order #(B)(4). No injury alleged. Malfunction has not been confirmed.